Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False positive result (s). The customer claimed that they received two false-positive results on (B)(6) 2023 and (B)(6) 2023, that were confirmed by negative lab tests. The customer disposed of their test cassettes so they were not able to provide pictures of their results. When asked to describe their results, the customer stated that they only had a pink/red line at the letter c. When the customer was told that the result they described would be interpreted as negative, they claimed that they showed the results to their doctor and the doctor confirmed that the results were positive.

Event description:
False positive result (s). The customer claimed that they received two false-positive results on 8/23/23 and 9/24/23 that were confirmed by negative lab tests. The customer disposed of their test cassettes so they were not able to provide pictures of their results. When asked to describe their results, the customer stated that they only had a pink/red line at the letter c. When the customer was told that the result they described would be interpreted as negative, they claimed that they showed the results to their doctor and the doctor confirmed that the results were positive.

Manufacturer narrative:
Batch records for final product manufacture and qc record for cov3060007 were reviewed. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov3060007 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation.